Event description:
It was reported that a user noted a glucose value of 181 mg/dl without symptoms and contacted support to confirm insulin delivery; the agent reviewed system data and, after syncing the ilet mobile app, verified that the ilet was delivering small doses of insulin, with glucose trending down to 172 mg/dl by the end of the call. Symptoms included no clinical manifestations. Outcomes included no functional impairment and no need for medical intervention. Investigation included review of available device data and user confirmation of active insulin delivery via the mobile app. Investigation of this case revealed no device alarms and no malfunction, with confirmed ongoing automated insulin dosing consistent with expected operation. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.